Manufacturer narrative:
For this incident, the sensor removal was unsuccessful during the initially scheduled removal appointment on (B)(6) 2025. An incision was made and the sensor was palpable. The sensor was located using ultrasound. While trying to remove the sensor, it broke into two pieces and only one piece of the sensor was able to be removed. Ultrasound was used to locate the second part of the sensor and was attempted to remove. However, the procedure went longer than expected and the patient was tired. The remaining piece of sensor was successfully removed during another removal attempt, on (B)(6) 2025. The procedural adverse events like "inability or difficulty to remove sensor" and "sensor breakage during removal" are known and anticipated potential risk and eversense e3 user guide mentions about it under "risks and side effects". No further investigation was found necessary for this complaint. The patient was inserted with a new sensor to continue using eversense e3 cgm system. B4. Date of this report 13 june 2025. G3. Date received by the manufacturer? 13 june 2025. H6. Health effect - clinical code updated to 4582. H6. Medical device problem code updated to 1528. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 4311.

Manufacturer narrative:
Inability or difficulty to remove sensor during first attempt is a known and anticipated potential risk and eversense e3 user guide mentions about it under "risks and side effects". For this incident, the sensor removal was unsuccessful during the initially scheduled removal appointment on (B)(6) 2025. An incision was made and the sensor was palpable. The sensor was located using ultrasound. While trying to remove the sensor, it broke into two pieces and only one piece of the sensor was able to be removed. Ultrasound was used to locate the second part of the sensor and was attempted to remove. However, the procedure went longer than expected and the patient was tired. The remaining piece of the sensor was removed during second appointment on (B)(6) 2025. The sensor pieces were requested to be returned for evaluation. Manufacturer is currently performing investigation and results will be provided in a supplemental report.

Event description:
Senseonics was made aware of an incident where the sensor removal was unsuccessful during the removal appointment on (B)(6) 2025. An incision was made and the sensor was palpable. A transmitter was not used to localize the sensor. An ultrasound was used to localize the sensor. The sensor broke during removal and the remaining piece was removed during another attempt on (B)(6) 2025.